Event description:
The customer reported there was bleeding, although an end tone, indicating a completed seal cycle, was heard. A new device was used to complete the procedure. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date, the incident sample has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.